Manufacturer narrative:
H3: because the complaint originated as an amazon review, information is very limited. Amazon will not provide their customer¿s contact information. There is no lot information available and the specifics of use of the device (what type or size of tube/device was being secured, was the product applied per the IFU etc.), are unknown. Without additional information, the complaint cannot be confirmed, nor can root cause be positively determined. Although the customer reported their bandage got wet during use of the product, there were no adverse events reported. Based on historical complaint data, possible root cause is related to new users and device training. As this device is likely being used by end users in a home setting, they may not be following the instructions for use and proper application protocol. A quick start guide was created to be included in packaging to improve customer experience. This will serve as the corrective action for this failure. Therefore, no further corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file: (B)(4).

Event description:
An amazon customer reported: "don¿t hold the stickiness over my wound got my bandage wet."